Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of handle cannula broken. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02305 for the first trapezoid¿ rx basket and manufacturer report# 3005099803-2016-02306 for the second trapezoid¿ rx basket. It was reported to boston scientific corporation that two trapezoid¿ rx baskets were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when attempting to crush a very hard stone the wire inside the handle broke. A sohendra lithotripsy device was used, however, it failed to crush the stone. The stone was able to be released and basket was removed from the patient. A second trapezoid¿ rx basket was then used and the wire inside the handle broke. A sohendra lithotripsy device was used, however, it failed to crush the stone. The stone was released from the basket and the basket was removed from the patient. A different device what then used to try and crush the stone, however, that device failed to crush the stone. A stent was implanted and the patient was scheduled for another stone removal procedure on (B)(6) 2016. The procedure was stone removal procedure was successful. There were no patient complications reported as a result of this event.